Event description:
It was reported that (1) device was used during a rectum resection. It was reported by the affiliate that the cdh25 instrument was empty when fired. Another instrument was used to complete the case. There was no consequence to the pt.